Event description:
Event description cpi received information that this implantable pulse generator(ipg) was explanted for erosion. The lead, model 4285, was also explanted at the same time with no allegation.